Event description:
It was reported that a pt incident occurred during a transurethral resection of the prostate (turp) with the electrosurgical unit (esu/generator). The esu was used with a richard wolf resectoscope [note: a wolf cable, type 815.034 (lot number 4/99) was also used.]. During the procedure, the physician was shocked electrically and acoustically, resulting in the scope not being controlled. As a result, the pt's prostate capsule near the sphincter was perforated. No further info was provided in regards to the pt's info or prognosis. Note: the esu was distributed by our parent company (erbe (B)(6)) to a (B)(6) hosp.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specs for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. (B)(6) analyzed the involved cable and found that it had a loose contact. They concluded that the cable was damaged by excessive force (pulling or bending) [note: the cable was also very old, 10+ years.]. Most likely the cable breach caused the electrical shock to the doctor and resulting issues. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.